Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/18/2015. The fse indicated that the baths were not fully draining and valve lv14 was not functioning properly. Valve lv14 was replaced and the baths started draining properly. The instrument was verified post repairs and it passed verification. (B)(6).

Event description:
The customer reported an uncontained fluid leak of approximately 20ml from bath overflow inside a coulter ac t diff analyzer while running patient samples. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.